Manufacturer narrative:
Correction on initial report. Additional information provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported hearing an occlusion alarm on an infusion, after checking the PICC line for patency, the nurse noticed that there was a bulge at the top of the silicone segment. When she removed the tubing the silicone segment separated from the upper fitment. The nurse has used a 10cc syringe to flush the patients IV line but was not aware of any other medications given. There is no report of patient harm.